Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used during a lung biopsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the needle of the biopsy forceps detached in the patient's airway. Another pulmonologist assisted the case, and removed the detached needle using rat-tooth forceps. The fragment could not be visualized with the naked eye upon removal, likely because it was covered with blood/fibrin. A subsequent airway survey did not reveal the detached piece. Also, an x-ray of the chest performed did not reveal any metallic foreign body in the lungs. There were no patient complications reported as a result of this event.